Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the al326 clip applier was placed on one of the structures surrounding the triangle of calot. The surgeon could not recall which structure or how many times the instrument had been fired before the jaws of the instrument separated in the abdomen of the pt. The small approximating jaw dislodged from the instrument and fell on top of duodenum and was retrieved by a grasper via the 10mm abdominal port. A second al326 was opened and the case was finished without incident. There was an extended or time by five minutes.